Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  maybe ten days ago noticed that therapy isn't working as well. Patient said initially received plenty of notification however isn't right now, seems like sometimes things are like was it was before receiving the implant.  Patient said that initially was on program 3 on .3 (confirmed after patient said 3) and increased to 4 as wasn't feeling the stimulation. Patient said is currently on program 4. Reviewed therapy information and general programming guidance. Patient to stay on one program and increase the intensity based on symptom results. During call,patient increased setting to 0.4 and said that stimulation sensation feels comfortable. Patient to monitor symptoms for at least 1-2 days and based on results make another adjustment if needed.  No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that when she first got implanted it was great she had no pain or anything. She normally has pain in low back. Patient still has a couple vertebra messed up. She raised the stim and she is up to program 7 at 0.7 volts she had started at 0.3 a couple months ago. Today she is in severe pain. It is her back just like before she got this device. The pain started again about a week ago. When patient doesn't have pain, her bladder works well and she doesn't leak. Patient said her bowl is not working 100% either. She said pretty much her entire life she has been constipated. She said, might not be drinking enough water. When she is charged up enough she said she seems to have bowl movement three times a week. Patient has been very constipated for like ten days. Patient said her communicator needs to be charged. She is going to charge her communicator and then increase stim to slightly uncomfortable and then back down to comfortable. Told her to monitor for a couple days and see if her symptoms improve and if they don't then follow up with the doctor. Additional information was received from the patient. They reported that the patient called with ongoing therapy concerns and report of pain. They said their hcp told them to call the manufacturer because the patient did not understand how therapy worked. They though they were charging up the ins when they charged the handset and launched the my therapy application. Patient was under the impression that had been improving the therapeutic effect even thought they were making no changes to the settings. Patient had intermittent loss of therapy and asked why this was happening. Therapy expectations were reviewed and the patient was redirected back to their hcp. Patient had bladder leakage and constipation issues, which the therapy helped with, but when it did not work correctly the patient would get the urge that they had to go, but they could not pee, almost like they had a cork in there. Then later on, the patient would get the urge they had to go, but when they stood up they flooded. Patient had back surgery and the hcp told the patient that they believed the surgery interfered with sacral nerve function. Patient stated they were previously experiencing pain in the buttocks and it went away immediately after the patient completed a software update. Information was reviewed.